Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on both right atrial and right ventricular channels. It was determined that this was due to electromagnetic interference (emi). Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.